Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is experiencing high blood glucose and problems with her infusion set. Her blood glucose was 550 mg/dl, and she declined troubleshooting. The customer stated that the cannulas were not straight and she had changed the set 3 times. Customer declined troubleshooting on the bent cannulas as well. The infusion set, sensor and the insulin pump are not being returned for analysis.